Event description:
During follow-up for a separate event, it was reported this patient on peritoneal dialysis (pd) therapy was hospitalized on (B)(6) 2021 for an infection. In additional follow-up, the patient¿s pd nurse stated the patient began experiencing abdominal pain on (B)(6) 2021. Per the nurse, the patient was not seen in the outpatient pd clinic for the issue due to issues with travel accessibility. As a result, over the next few days the patient¿s pd effluent became very cloudy and their abdominal pain persisted. Subsequently, on (B)(6) 2021, the patient was hospitalized with peritonitis. The patient¿s pd culture (obtained on (B)(6) 2021) grew yeast. During hospitalization, the patient was treated with unspecified antibiotic therapy. Additionally, per the nurse, the patient¿s pd catheter (not a fresenius product) was planned to be removed, and the patient was going to transition to hemodialysis. At the time follow-up was completed, the patient remained hospitalized. No further information about the hospitalization was known. The nurse stated cause of the peritonitis event was unknown. However, it was reported the patient did not have any fluid leaks or issues with any fresenius device, or product in relation to the event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid and infestation within the cassette compartment, however, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were no visual indications of particulates within the cassette area. An as-received simulated treatment with a reduced dwell time was performed on the cycler and completed without any failures. The cycler underwent and passed a valve actuation test, a system air leak test, and a mushroom head check. There were visual indications of dried fluid and infestation found on the bottom cover during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the available information, the exact cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of yeast which normally lives on the skin and inside the body, in places such as the mouth, throat, gut and genital tract. Therefore, the peritonitis may have been related to a patient issue such as a breach in aseptic technique which is often the source of peritonitis infections in pd patients.

Event description:
During follow-up for a separate event, it was reported this patient on peritoneal dialysis (pd) therapy was hospitalized on (B)(6) 2021 for an infection. In additional follow-up, the patient¿s pd nurse stated the patient began experiencing abdominal pain on (B)(6) 2021. Per the nurse, the patient was not seen in the outpatient pd clinic for the issue due to issues with travel accessibility. As a result, over the next few days the patient¿s pd effluent became very cloudy and their abdominal pain persisted. Subsequently, on (B)(6) 2021, the patient was hospitalized with peritonitis. The patient¿s pd culture (obtained on (B)(6) 2021) grew yeast. During hospitalization, the patient was treated with unspecified antibiotic therapy. Additionally, per the nurse, the patient¿s pd catheter (not a fresenius product) was planned to be removed, and the patient was going to transition to hemodialysis. At the time follow-up was completed, the patient remained hospitalized. No further information about the hospitalization was known. The nurse stated cause of the peritonitis event was unknown. However, it was reported the patient did not have any fluid leaks or issues with any fresenius device, or product in relation to the event.